Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. Blood rose to the venous port on the level detector module of a fresenius 2008k2 machine. The patient¿s estimated blood loss (ebl) was unknown. It was reported that the patient successfully completed treatment. Additional patient and event information were requested, but have not been provided to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. Blood rose to the venous port on the level detector module of a fresenius 2008k2 machine. The patient¿s estimated blood loss (ebl) was unknown. It was reported that the patient successfully completed treatment. Additional patient and event information were requested, but have not been provided to date.